Manufacturer narrative:
The DHR indicates devices were manufactured and accepted into final stock with no discrepancies. The chr indicated that there were no similar events for lot. Visual evaluation confirmed the event. Mar concluded "third body indentations, scratching the articulating surface of insert are commonly identified on uhmwpe inserts, likely were caused by the loose bone cement from broken patella." No material or manufacturing defects observed." Pre/post-operative x-rays and the primary op report, patient history, follow-up notes not provided to complete a full investigation, the investigation results suggest that patient factors contributed to event. In addition, third body wear is a known issue.

Event description:
It was reported that patella pegs separated from patella dome. Virtually no cement was found on the back of the patella except for cement in the peg holes. Upon examination of the cr bearing insert, the surgeon noticed a pitted surface and concluded that the wear came from third body wear (cement from the patella). Surgeon replaced the patella with a (B)(4) and replaced the bearing insert with a (B)(4).

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patella pegs separated from patella dome. Virtually no cement was found on the back of the patella except for cement in the peg holes. Upon examination of the cr bearing insert, the surgeon noticed a pitted surface and concluded that the wear came from third body wear (cement from the patella). Surgeon replaced the patella with a 5550-6-339 and replaced the bearing insert with a 5531-6-716.